Manufacturer narrative:
Inspection and testing found the sheath was perforated due to metal wires protruding from the inside which resulted in a leak. In addition, angulation was insufficient due to the angle wire being stretched, the insertion tube was damaged, a cleaning brush and forceps got caught during insertion due to buckling and deformation of the channel, the cord, control body, and connector were damaged, the adhesive at the distal end was damaged, and there was a leak at the distal end. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus employee reported there was a pinhole in the bending section cover of the scope. The subject device was sent to an olympus service center for evaluation. Inspection and testing found the sheath was perforated because the metal braid was damaged and metal wires were protruding from the inside of the insertion section. This report is being submitted for the malfunction found during evaluation (protruding metal wires). There was no patient involvement.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 22-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to forcible twisting operation to the right or left direction while bending of the bending section was fixed or irregular load resulted from abrupt bending operation. Olympus will continue to monitor field performance for this device.